Event description:
The customer tested blood glucose and received a result of 38mg/dl. The customer drank juice and ate. They retested and received a result of 238mg/dl. Before lunch they tested again and receive a result of 245mg/dl and took extra insulin based on the result. Later their blood glucose was 43mg/dl. The customer was taken to the hospital and admitted. Blood tests were performed controls were open longer than 90 days. A request was made for the return of the suspect device and replacement product was sent.

Event description:
The customer tested blood glucose and received a result of 38mg/dl. The customer drank juice and ate. They retested and received a result of 238mg/dl. And took extra insulin based on the result. Later their blood glucose was 43mg/dl. The customer was taken to the hospital and admitted. Blood tests were performed. Controls were open longer than 90 days. A request was made for the return of the suspect device and replacement product was sent.